Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2018. Report was received from medwatch report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during continuous renal replacement therapy treatment, with a prisma control unit and a prismaplex m100 set, a patient experienced an external blood leak (amount of blood loss not specified). The machine was placed on hold and later restarted. Blood was noticed over the patients right side (dependently) and a blood leak was observed at the connection site from the set to the hemodialysis (hd) catheter, from inside the blue cap. The prisma machine was discontinued, the set was disconnected and the catheter was flushed. No "leaks" was detected at either port. Both ports of the hd catheter were flushed and aspirated with no difficulties. No visible cracks or damage was noted on the blue male port of the set. Treatment was resumed with a new set, and no leak was noted from the connection site or the hd catheter. The patient was treated with 1 unit of packed red blood cell. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.